Manufacturer narrative:
In the case description, the user mentioned receiving several automated delivery restriction alerts. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the phb audit logs confirmed the generation of the reported automated delivery restriction alerts. The phb data showed that these alerts were caused by the system delivering at the max rate for extended periods of time. This is expected behavior of the system. Egvs were noted to not be high while the system was delivering at the max rate. The phb data showed that the user's tdi was incredibly low, contributing to the system reaching the max rate quickly. The system was found to function as intended. Inspection of the android log files showed that an op5 app error of error code 05-50021-00451-002 had been generated by the controller on the date of the reported event. This alarm was an uncaught exception alarm caused by an realm out of memory error. The exact cause of this error could not be determined. Section d4 - lot # updated from: l000514 to: h000532 section h4 - device mfg date updated from: 1/5/2023 to: 6/30/2023

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 14 mmol/l (268.2 mg/dl). The personal diabetes manager (pdm) reportedly alerted several automated mode delivery restriction alarms changing the pdm into manual mode. Once the patient switched to manual mode, the blood glucose levels began decreasing. The patient was placed under observation overnight and was discharged early the following morning.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.